Event description:
It was reported that the trend was not functional. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the trend was not functional. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was originally reported that the trend was not functional. Upon conclusion of the investigation it was found that the head end lift was inoperable and stuck elevated due to a broken coupler and faulty cpu board. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Manufacturer's investigation is still ongoing; if additional information is received, a follow-up report will be submitted.